Event description:
Patient was in supraventricular tachycardia (svt). The code cart was brought into the room and attached to patient leads. The zoll was unable to detect a rhythm. The telemetry monitor continued to show svt. Patient then received an additional dose of adenosine which was successful in converting patient back to sinus rhythm. Staff obtained code cart from another unit and hooked it up to the patient and the rhythm was detected by that zoll. Biomed notified and came and picked up the zoll unit and the leads that were being used. Awaiting receipt of biomedical engineering service report.